Manufacturer narrative:
The customer¿s report of a channel error occurring during a levophed infusion and stopping the infusion was confirmed. The log review indicated the dose was increased to 0.15 mcg/kg/min (rate= 24.1ml/hr) at 2:25pm on (B)(6) 2017. Two minutes later the infusion was stopped by a channel error recorded as 240.4150. Test infusions were unable to duplicate the error event. Testing and inspection of the pump module revealed no malfunctions. The probable cause for the 240.4150 error event is a malfunctioning bottle side (upper) pressure sensor. The root cause for the pressure sensor malfunctioning was not identified.

Event description:
The customer reported that during an infusion, a channel error occurred and the levophed stopped infusing to the patient. There was no patient harm reported